Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated alert 38 motor stall notifications during a supplies change and was unable to clear the alarm despite multiple restarts, after which a replacement ilet was arranged and the user transitioned to backup therapy while continuing dexcom use. Symptoms included no reported changes in blood glucose. Outcomes included interruption of ilet therapy and continuation on backup therapy until the replacement arrived. Investigation included remote troubleshooting and replacement of the device. Investigation of this case revealed a consecutive stalled motor condition consistent with an insulin delivery motor stall within the pump mechanism. It was concluded, based on previously established findings for similar reports, that the cause was an internal device malfunction related to the motor drive system.